Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. Dimensional assessment of the unused devices found them to meet print specifications. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the truepass needle broke in the patient. The tip was removed from the patient. A backup device was available to complete the procedure. A short delay of less than 30 minutes was reported. There was no patient impact associated with the event.